Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke off inside the patient during use when attempting to remove it. As a result, the patient was sent to the emergency room. The following information was provided by the initial reporter: "customer ordered the insyte autoguard IV cath 22g x 2 - 150-381423 ¿ from lot 1906015 ¿ expiry date: 2024/05 so they used this on a patient and when they went to take it out a part of it broke inside the patient. The patient still has a piece inside and has had to go to emerge as its moving up and causing damage, they were not able to remove it themselves."

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke off inside the patient during use when attempting to remove it. As a result, the patient was sent to the emergency room. The following information was provided by the initial reporter: "customer ordered the insyte autoguard IV cath 22g x 2 - 150-381423 ¿ from lot 1906015 ¿ expiry date: 2024/05 so they used this on a patient and when they went to take it out a part of it broke inside the patient.. The patient still has a piece inside and has had to go to emerge as its moving up and causing damage, they were not able to remove it themselves."